Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes have poor vacuum and are not properly filling."

Manufacturer narrative:
Investigation summary: bd received 8 samples from the customer in support of this complaint. The sample tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were draw tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.